Manufacturer narrative:
Additional information for b5: upon follow-up, it was reported that the cause of peritonitis was due to a break in aseptic technique (not further described). At the time of this report, the patient has recovered from the event. Pd therapy was ongoing, and the patient was retrained in proper aseptic technique. H10: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized or treated for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.